Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/71 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: left bundle branch area pacing for cardiac resynchronization therapy results from the international lbbap collaborative study group. Journal of the american college of cardiology: clinical electrophysiology. 2021. 7(2); 135-47. Doi.org/10.1016/j.jacep.2020.08.015. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left bundle branch area pacing. The article reports patients who experienced infection which required explantation of their lead and pneumothorax. There was acute perforation of the lead into the left ventricular (lv) cavity during implantation as determined by high capture threshold, low impedance, and small r waves. In these patients, the lead was removed and repositioned at a different location. There were leads which exhibited post implant dislodgements and dislodgements into the right ventricular (rv) cavity, decreases in pacing impedance, and loss of capture. There were also patient deaths noted due to cardiovascular causes. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.